Manufacturer narrative:
Device was not returned for analysis of complaint that the pump had a repeated error 1870. No event history log provided. Product not returned. No evidence provided for review. No previous repair was noted for the last 12 months. Based on the review of information provided from the customer we are unable to determine a probable cause as the device was not returned for evaluation. Unable to confirm complaint as no device was returned.

Event description:
It was reported that the pump had an error 1870. They removed and reinserted the batteries and the alarm returned. They removed the batteries again and inserted new batteries. The settings were obtained, and the rate was confirmed. The pump started. The screen read run reservoir volume 100.0 ml. The alarm returned for the second time, and they removed the batteries and closed the clamp closest to the patient's port. The patient was not affected. The event occurred while in use with patient at patient's home. The operator of the device was a health professional. No patient harm was reported.